Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was visually observed to be an internal leak at the arterial side of the dialyzer which would indicate the red hansen side. The machine alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 250cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on a different machine with a new set-up. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure cannot be confirmed. However, an investigation of the manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.